Event description:
Permanent pacemaker implanted in 2000. In clinic follow-up ventricular impedence 73,000 ohms. Readmitted to craluate pacemaker system. Disengaged set-screw and rescrewed, impedence 9,999 ohms. Device removed.